Event description:
Leak of medical fluid at insertion site was found a week after the placement. 10cc of medical fluid was introduced into the removed catheter. Only 8.9cc was injectable but 1.2cc leaked.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.